Event description:
It was reported there was one pump module with a damaged upper hinge. This device was not in use and did not have any reported patient incidents involved with it during operation. It was sequestered biomed and will be repaired. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had damaged upper hinge was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.